Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was able to resume insulin and continued to use the pump for insulin delivery.